Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a damaged grommet, a loose/detached set screw and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the physician was unable to connect the low-voltage pacing leads to the external pulse generator. It was noted the device setscrew to connect the right ventricular (rv) lead would not work. The ipg and leads were not implanted and replaced. No patient complications have been reported as a result of this event.